Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a charge circuit timeout was noted to have occurred and the device was noted to have reached recommended replacement time (rrt) approximately three years earlier. The device remains implanted. No patient complications have been reported as a result of this event.